Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause for the reported disassociation of the tibial stem extension from the remaining construct was not related to the design, manufacture, and/or sterilization of the explanted devices.

Event description:
It was reported by (B)(6), an onkos sales representative, that a 65-year-old male patient with an eleos hinge knee replacement underwent revision surgery on (B)(6) 2024 due to a disassociation of the stem extension that was cemented in the tibia from the remaining construct. The sales representative reported that the surgeon, doctor (B)(6), decided not to use the optional tibial baseplate tapered screw during the index surgery.